Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the battery gauge fluctuating and the pump shutting down. Additionally, it was reported that the pump time was incorrect. During troubleshooting with tandem technical support, the customer corrected the time and after the alert cleared, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 119 mg/dl.